Event description:
It was reported that the 4.0x12mm nc trek balloon dilatation catheter (bdc) was being used for post-dilatation of a non-abbott stent. During positioning and just prior to inflation, blood was observed in the inflation device while applying negative pressure. The patient experienced bradycardia, st elevation, and hypotension. The patient was treated with medication and the events were resolved. No other device was used for post-dilatation. There was no significant impact to the patient due to a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of hypotension, as listed in the nc trek rx, global instructions for use (IFU), is a known patient effect that may be associated with the use of a balloon dilatation catheter in native coronary arteries. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.